Manufacturer narrative:
H6: 3261 - multiple organ dysfunction syndrome. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a driveline infection and was treated with antibiotics. The driveline infection triggered a continuous low flow at 0 l/min for 4 to 5 minutes. The patient was asymptomatic, and the alarms stopped. A new alarm was triggered a few minutes later with a flow rate of 19.8 l/min, pulsatility index (pi) 2.0, consumption of 14.1 w, and a speed of 5000 rpm. The alarm was a no flow alarm due to pump thrombosis. The patient was readmitted. The patient was started on active thrombolysis and heparin therapy with hemodynamics support by vasopressor amine. The patient was diagnosed with complete heartmate pump failure and was reinforced with hemodynamic support. The patient was transferred by helicopter to the cardiological emergency department of the hospital. A pump exchange was refused. There were active infectious complications at the sternal and digestive level in the patient. There was a major risk of embolic complications related to thrombolysis. There was a failed attempt of hemodynamic weaning of the pump. There was an implementation of drug treatment and comfort care per request of the patient. The patient had been below their target international normalized ratio (inr) and was deemed insufficient a posterior in the context of an infection with an ongoing inflammatory process. The patient passed away on (B)(6) 2022 due to multisystem organ failure. The death was not considered to be device or therapy related. An autopsy was not performed, and the pump was not explanted.

Manufacturer narrative:
Section h6: health effect - clinical code: 3261 - multiple organ dysfunction syndrome. Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed the reported abnormal pump parameters, which appeared consistent with rotor instability; however, a direct cause for the rotor instability was unable to be determined through this evaluation. Additionally, a direct cause for the patient¿s reported infection and a direct relationship between the device and the reported multi system organ failure and patient outcome could not be conclusively determined through this evaluation. The submitted log files captured events consistent with rotor instability on 19nov2022 and on 21nov2022. During these events, pump temperature increased as high as 78 celsius. The onset of the instability had been overwritten by newer events. The pump underwent multiple resets on 21nov2022 while attempting to resolve the rotor instability and the pump ultimately regained normal function. After the rotor instability was resolved, pump temperature, monitoring current value, and rotor displacement values remained elevated. The periodic log file data appeared to show normal pump operation from 16jul2022 to 19nov2022. There were no changes in pump parameters in the days preceding 19nov2022. There was no evidence within the log files to suggest pump thrombosis. (B)(6) was not returned for evaluation. Review of the device history records showed no deviations from the manufacturing and qa (quality assurance) specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Infection (driveline, localized, and pump pocket or pseudo pocket), multiple organ failures/dysfunction, and death are listed as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The IFU contains information on all system controller alarms and how to resolve them. Care instructions in regard to preventing infection are included in several sections of the IFU, including in section 6 "patient care and management" (under "caution, caring for the driveline exit site", and "controlling infection"). Section 6 also provides suggested responses in the event of infection. The heartmate 3 patient handbook rev. D is also currently available. The alarms and troubleshooting section provides a list of alarms and the proper actions associated with them. The handling emergencies section lists examples of emergencies and what actions to take. The patient handbook provides care instructions in regard to preventing infection in several sections, including section 4 ¿living with the heartmate 3¿ (under ¿caring for the driveline exit site¿). The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a no flow alarm. The patient was readmitted.